Event description:
It was reported that the patients lead incision site was not healing properly. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: sc-2317-50. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7080518. Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 595582.